Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfxf131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "pt accessed with needle set. When flushing with ns filled syringe, noted leaking at the needleless injection y site. Pt and visitor made aware. Gripper needle removed and reaccessed with second needle."